Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a4 and a5: the customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. H3 and h6: system check failed several times on (B)(6) due to washed mean, %cv [coefficient variation] and substrate ratio and %cv, indicating a hardware performance issue. A beckman coulter field service engineer (fse) was dispatched to customer site on (B)(6) 2026. The fse noted customer had replaced probes and ran substrate decontamination prior to the fse arrival. The fse verified digital devices and voltages of the pipettor mixer and observed for leaks. The instrument was restored to functionality and is working within specifications with a passing system check on (B)(6) 2026 and precision run. No further issue was reported by the customer. There is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event.

Event description:
On (B)(6) 2026, the customer reported erroneously elevated hstni patients results on their access 2 instrument (part number c13252, serial number (B)(6). The customer verbally reported three instances of erroneously high hstni patient results: two around (B)(6), and one on (B)(6). No patient- specific data was shared. One patient was transported for further computed tomography scan. No additional patient impacts or adverse treatments have been reported. No calibration data was provided. No quality controls (qc) information was provided. No issues with samples integrity were reported by the customer. There was no evidence to suggest carryover as the customer did not report running samples of high troponin concentration prior to the questioned results. System check failed several times on (B)(6) due to washed mean, %cv [coefficient variation] and substrate ratio and %cv. A field service engineer was dispatched to customer site.